Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a coronary bypass procedure. Reportedly, the suture broke and the needle detached. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.